Event description:
It was reported that a helical blade caught on a guide wire during pre-operative testing of hospital stock. There was no patient involvement. This complaint is for one, 11.0mm ti helical blade 80mm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.